Event description:
It was later reported that the healthcare professional had recurring extension impedance issues.

Event description:
It was reported that the doctor was concerned about issues with deep brain stimulation (dbs) systems and impedances, particularly the performance of the extension and lead wires. No further information was provided as it was a general concern by the doctor and other specific events were reported. Refer to manufacturing reports #3004209178-2015-08803, 3004209178-2014-13921, 3007566237-2015-00059, 3004209178-2015-01558, and 3004209178-2015-08817 for the specific events reported by the doctor.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).